Event description:
The caregiver (cg) contacted baxter's technical service center regarding a low drain volume alarm which occurred on the homechoice (hc) during initial (I) drain. The cg stated the patient line had air in the line and the drain had not moved in 2 hours. The technical service representative (tsr) assisted the cg to cycle power to end the therapy and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a low drain volume alarm. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.